Event description:
Pt was infusing total parenteral nutrition soln. Tubing broke at its connection with the in-line filter on the pt-side of the filter. The pt experienced blood loss but was able to clamp the tubing before this became a significant problem.